Event description:
It was reported that the procedure was to treat a 80% stenosed lesion in the right renal artery with heavy calcification and moderate tortuosity. A 6f guide catheter was used. The 4.00x15mm herculink elite stent delivery system (sds) was advanced to the target lesion; however, the stent was observed to have moved on the balloon. Therefore, the stent was deployed in the vessel partially in healthy tissue and the sds was removed without issue. There was no adverse patient effect and no clinically significant delay reported in the procedure. Another herculink stent was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to initial report, the following information was received: it was reported that while advancing the herculink, the stent dislodged from the delivery system; therefore, the delivery system, was removed from the patient. A non-abbott balloon dilatation catheter was used to snare and remove the dislodged stent. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported stent dislodgement and subsequent treatment, including removal of foreign body, appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.h1: type of reportable event h6: health effect - impact code 2199 removed.